Event description:
During servicing of the returned loaner autopulse platform (sn (B)(4) on (B)(6) 2023, the autopulse platform failed load cell characterization check . No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2023, the autopulse platform (sn (B)(4) failed the load cell characterization test. The damaged front enclosure and failed load cell were likely attributed to mishandling such as a drop. The load cell was replaced to remedy the fault. Upon visual inspection, noticed a damaged front enclosure. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front enclosure was replaced to address the observed physical damage. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as load cells module 1 was over-reporting. The failed load cell module 1 was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4). .